Manufacturer narrative:
Literature citation: seira yamamoto, ituso shiina, satoshi nakamura, akira ikumi, kosei miura, takeo manmoto, naotaka mamizuka, and atsuhi hirano. ¿balloon kyphoplasty against osteoporotic vertebral compression fractures - treatment outcomes and complications". (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that the patient underwent bkp to treat th12 fracture. Cement backing up into the pedicle was observed through the simple CT scan in the next day of surgery. The patient elapsed asymptomatically, left bed with a corset on from the next day of surgery, and discharged to home in 4 days postoperatively as his walking was stabilized. The type of cement used was not specified in the article.